Manufacturer narrative:
The main flex circuit was replaced to correct the problem that was found during service.

Event description:
During service of the ventilator, the carefusion service tech found the main flex circuit component u1 of jp6 had signs of burn marks. The problem had not been reported by the customer.